Manufacturer narrative:
.

Event description:
Reportedly, during scheduled follow-up dated (B)(6) 2016, the following happened with this dependant patient: the patient was lying on the table in order to perform a follow up planned every year. Once the programming head was on the pacemaker, the pacemaker completely stopped to work (checked on external ECG). None green leds were lighted up and the "interrogation" button wasn't pushed. Few seconds after it, the patient had lost consciousness. The medical team tried to interrogate the pacemaker but it was not possible. The medical team started a heart massage and the patient became conscious again. At this moment, they used defibrillator patch on which a small screen shows ECG. Someone from the medical team said that there were sometimes 1 or 2 spikes but with a v-v interval irregular and increasing and then nothing. Then 1 or 2 spikes and then nothing. The penultimate follow-up dated (B)(6) 2015 displayed a battery impedance of 3.38 kohm and a longevity estimation of 12 months and normal electrical parameters for both leads. The device was explanted and will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device showed the electronic module connected on external power supply operated within specifications.

Event description:
Reportedly, during scheduled follow-up dated 18 feb 2016, the following happened with this dependant patient: the patient was lying on the table in order to perform a follow up planned every year. Once the programming head was on the pacemaker, the pacemaker completely stopped to work (checked on external ECG). None green leds were lighted up and the "interrogation" button wasn't pushed. Few seconds after it, the patient had lost consciousness. The medical team tried to interrogate the pacemaker but it was not possible. The medical team started a heart massage and the patient became conscious again. At this moment, they used defibrillator patch on which a small screen shows ECG. Someone from the medical team said that there were sometimes 1 or 2 spikes but with a v-v interval irregular and increasing and then nothing. Then 1 or 2 spikes and then nothing. The penultimate follow-up dated 26 feb 2015 displayed a battery impedance of 3.38 kohm and a longevity estimation of 12 months and normal electrical parameters for both leads. The device was explanted and will be returned for analysis.

Event description:
Reportedly, during scheduled follow-up dated (B)(6) 2016, the following happened with this dependant patient: the patient was lying on the table in order to perform a follow up planned every year. Once the programming head was on the pacemaker, the pacemaker completely stopped to work (checked on external ECG). None green leds were lighted up and the "interrogation" button wasn't pushed. Few seconds after it, the patient had lost consciousness. The medical team tried to interrogate the pacemaker but it was not possible. The medical team started a heart massage and the patient became conscious again. At this moment, they used defibrillator patch on which a small screen shows ECG. Someone from the medical team said that there were sometimes 1 or 2 spikes but with a v-v interval irregular and increasing and then nothing. Then 1 or 2 spikes and then nothing. The penultimate follow-up dated (B)(6) 2015 displayed a battery impedance of 3.38 kohm and a longevity estimation of 12 months and normal electrical parameters for both leads. The device was explanted and will be returned for analysis.